Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician opened the angio-seal poly-foil pouch, the anchor was already exposed. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6mm. There was no health damage for the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the poly foil pouch. The past complaint records have shown that if the poly foil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.